Event description:
It was reported to medtronic minimed that the customer noticed a crack on the bottom of the pump case, the pump smells of insulin and electricity and the pump was not waterproof due the crack. The customer reported blood glucose value of 16 mmol/l. The customer reported on hyperglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion) and discontinue use of insulin delivery system. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer reported on the high blood glucose event due to the customer stopped pump use as they have a gut feeling that pump is now working as expected. Customer was using an insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smart guard feature was active at the time of the reported event. Customer declined to continue with troubleshooting. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 23.875 units of normal bolus was delivered on (B)(6) 2025 between 00:03:00.000 and 23:57:05.000. Pump was cut to perform visual inspection and found moisture damage on the force sensor flex connector. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked end cap, scratched case, detached end cap, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Unable to confirm high bgs. Cosmetic damage was confirmed at the end cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.